Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.

Manufacturer narrative:
Additional data: d4: (lot#). A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by / on the pump, verification of sterilization, and packaging for subject pump serial number: (B)(6) was performed. Some of the documents reviewed include records for the cap assembly, flow testing, leak and lock testing, pulse volume testing, and electrical testing for valves. The review did not identify any non-conformances or issues associated with pump function. Product return was requested. Pending return of the explanted pump for further evaluation. Internal complaint number: (B)(4).

Event description:
Sales representative reported a pump that was explanted and replaced. The reason for explant was noted as three volume discrepancies that were observed during the last three refills. Per follow-up, prior to explant, volume discrepancy of, "16 ml was withdrawn, but the expected volume was 8.9 ml," was reported.

Event description:
Sales representative reported a pump that was explanted and replaced. The reason for explant was noted as three volume discrepancies that were observed during the last three refills. Per follow-up, prior to explant, volume discrepancy of, "16 ml was withdrawn, but the expected volume was 8.9 ml," was reported.

Manufacturer narrative:
Product was returned on 10/jul/2020 and was analyzed. During analysis, a visual inspection did not find any anomalies with the exterior of the pump. Continued analysis of the pump confirmed the pump reservoir was functional, pushing injected sterile water for injection back into the syringe when the plunger was released. During the filling and testing of the center septum and reservoir, a significant amount of air bubbles were observed filing the syringe from reservoir. Fluid was able to flow through the cap and canula when it was pushed through the cap septum. The unit was unable to prime and failed to flow overnight. Likely due to the excessive air observed in the pump reservoir. This original complaint was placed on 2/20/2018. The pump was received on 7/10/2020. Considering the pump was returned 2+ years after explant, potential root cause for the alleged volume discrepancy cannot be confirmed. It is unknown how the pump was stored or whether the air was present in the system prior to explant. Internal complaint number: (B)(4).